Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the full height drawer was not opening and produced clicking noises when attempting to open. Upon arrival, inspection revealed that the chassis rails were too tight. Screws were loosened and the chassis adjusted to relieve pressure on the rails. After adjustment, the drawer operated normally and all functionality was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and can't be recovered. Customer has tried to recover the drawer, but an error message is displayed on the screen. Customer reported that they switched off the station, unplugged the power cord, waited a few minutes, then plugged the power cord back in and restarted the station. Despite these steps, the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.